Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. While advancing the 15mm x 3.0mm quantum maverick monorail balloon catheter, the shaft kinked and broke. The break occurred outside of the pt. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "okay".